Event description:
The attorney alleged that the patient required open heart surgery due to two "rents" that the patient is now claiming were caused by the implant surgery. One "rent" was in the subclavicle vein, the other in the right ventricular wall. Both leads remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.